Event description:
It is reported that a revision surgery took place in another country to correct a hip insert where the metal portion separated from the polyethylene insert. No additional details are available at this time.